Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes fibrin clots are forming after long periods of refrigeration. There was no report of patient impact. The following information was provided by the initial reporter: customer states fibrin clots are forming in 6ml lithium heparin tubes after long periods of refrigeration.